Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaz0703 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reaz0703) have been reported from the same (B)(4) facility.

Event description:
It was reported by the nurse that after placement of the PICC infusion of the liquid medicine with the catheter could be performed normally. It was stated that the liquid medicine was not dripping during infusion with the PICC catheter on (B)(6) 2018. It was found through inspection that blood could be drawn with the catheter. Liquid infusion could be conducted normally after the clinician removed the connector and replaced it with a new one. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of reduced flow through the catheter was confirmed, and it appeared that the device was affected during use. One 4fr s/l groshong nxt connector was received with a short segment of groshong 4fr s/l tubing. The connector was attached to the catheter segment and the tubing extended to the distal tip of the strain relief oversleeve. The distal segment of catheter was not returned for investigation. It was reported that the connector was replaced with a new one. The printing on the extension leg was partially worn. Residue was observed on the external surface of the gray plastic connector. Infusion through the connector and catheter segment was sluggish. After infusion, a guidewire was passed through the connector. Water was then infused through the connector again without any of the previously observed restrictions. It appeared that the catheter was assembled correctly. What appeared to be blood residue and use residue were observed on the metal cannula, connector, and catheter. The metal cannula was within specification. Since the sluggish infusion was observed 6 days after placement and evidence of use was observed on the returned sample, it appeared that the device was damaged during use. A lot history review (lhr) of reaz0703 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reaz0703) have been reported from the same china facility.

Event description:
It was reported by the nurse that after placement of the PICC infusion of the liquid medicine with the catheter could be performed normally. It was stated that the liquid medicine was not dripping during infusion with the PICC catheter on (B)(6) 2018. It was found through inspection that blood could be drawn with the catheter. Liquid infusion could be conducted normally after the clinician removed the connector and replaced it with a new one. There was no reported patient injury.